Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported an event on 28 march 2026 that there is bent cannula upon removal and high blood glucose level and treated with correction injection via mdi (multiple daily injection).